Manufacturer narrative:
Investigation: the sample was not received for evaluation. The reported event is adequately addressed in the instructions for use and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample, therefore a retention sample analysis is not done. Device history record review indicated that the products have bene inspected according to the inspection protocol and were found confirming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Especially the rinsing and sterilizing parameters have been checked and no deviation from the specification were found. The cause of the reported event cannot be confirmed based on the provided information.

Event description:
It was reported to fresenius that a patient experienced a secondary effect during hd therapy utilizing the fx coral 80 dialyzer. The patient experienced an ¿ether taste¿ in mouth at the beginning of treatment, anxiety, vomiting, diarrhea and began to shake without fever 15 minutes after treatment began. The impact on the patient was noted to be severe. The patient did not have an increase of arterial pressure, pulse was normal, no hypotension or any other symptoms. The dialyzer was exchanged. The sample is not available for evaluation. Additional information requested but has not been obtained. Qtrak report number: 1734967 qtrak complaint number: (B)(4).